Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was "widely variable". Reportedly, the pump volume gradually increased when pressing on the numbers on the unlock sequence. There was no reported impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.